Event description:
It was reported the patient is without stimulation because the ipg is unable to communicate with external devices. A new charger was sent, but did not resolve the issue. The sjm representative met with the patient and confirmed the communication issue. Reportedly surgical intervention is planned to address the issue.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.